Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of rebq1882 showed no other similar product complaint(s) from this lot number. Device remains in the patient.

Event description:
It was reported by the facility that the device was placed in the left cephalic vein and they were unable to determine the exact location of the suspected guidewire break. They reported that the guidewire emboli zed in the distal pulmonary artery branch and that the guidewire has not been removed.